Event description:
The family member found the patient passed out. Family member used the device to check the patient's blood glucose and obtained a result of 81 mg/dl. Emts were called and they arrived and checked the patient's glucose and the reading was 27 mg/dl. Patient was treated with a glucose IV and transported to the hospital. Controls were not used on the system. The device was replaced and requested to be returned for evaluaton.